Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error m-02-3 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is not cracked. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electro surgical generator unit (iesu) was not working and had error m-02 / m-03. The customer reported the issue during the procedure and after they had swapped out the erbe for the valley lab generator. The procedure was completed as planned with no reported injury.